Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed. After the transsetpal puncture was performed, no pericardial effusion was observed so heparin was administered. After inserting the steerable guide catheter (sgc) and advancing to the right atrium, a pericardial effusion was observed. The physician opted to quickly implant a mitraclip which reduced mr to grade 1+. After placement, protamine was administered and pericardiocentesis was performed. A few hours post procedure, reintervention was necessary so open heart surgery was then performed to fully resolve the issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported pericardial effusion was unable to be determined. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention, hospitalization, and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.